Manufacturer narrative:
Product investigation completed. The pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed deflation test and failed the 8lb. Activation test. The pump failed deflation test which verifies that with 4 psi back pressure on the cylinder to the pump fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Based on visual inspection, product analysis concluded there was not a device malfunction with the reservoir returned. Product analysis confirmed pump malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with the pump of an inflatable penile prosthesis (ipp) as it was not working at all. A replacement surgery was performed in which the existing device was removed and a new ipp system was implanted. The patient did not experience any adverse events and was said to be stable following the procedure.

Event description:
It was reported that the patient experienced mechanical issues with the pump of an inflatable penile prosthesis (ipp) as it was not working at all. A replacement surgery was performed in which the existing device was removed and a new ipp system was implanted. The patient did not experience any adverse events and was said to be stable following the procedure. It was further reported that the pump was not working at all leading to the procedure. The patient did not experience any adverse events and was said to be stable following the procedure.